Event description:
The following has been reported: "problem: pump does not detect the presence of IV set. Action: replaced anti free flow clamp, then got continuous air bubble alarm for multiple functional test. Replaced ultrasonic sensor. Did all functional test.test passed. Wi-fi configuration uploaded. Brought to pump garage and placed in charged. Resolution: unit back to service." Reporting due to the referenced issues as a conservative measure. No adverse event reported. More information is needed to complete the investigation.